Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device could not confirm the stated failure mode. The visual inspection shows scratches on the device due to trying to force the insert to lock into the baseplate. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use document for this failure mode was conducted and concluded this failure mode has been identified. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint, however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during tka surgery, the surgeon tried numerous times to get the articular surface to seat on the lgn cr high flex xlpe sz 3-4 10mm, but was unsuccessful. The physician thought that perhaps the poly locking mechanism might be compromised, so he then chose to insert a lgn cr high flex xlpe sz 3-4 11mm. A smith and nephew back up device was available. No injury to patient or delay reported.